Manufacturer narrative:
(B)(6). A visual evaluation of the returned device found that the working length was twisted in multiple locations and kinked, the tip was also smashed. The functional evaluation found that the initial tip orientation was out of specification due to the condition of the tip (twisted). After rotating the handle to untwist the tip, the distal tip was inspected and the orientation was found within specification. Additionally, the unit bowed outside and inside the duodenoscope and returned to its original position. Based on the investigation results, it is most likely that the manipulation of the device during the procedure contributed to this event. The most probable cause is operational context, since anatomical and/or procedural factors encountered during the procedure could have affected the device performance. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, the bow of the device would not relax during cannulation and it did not relax once the device was removed from the scope. The scope was in a torturous position and the event was noticed during the procedure,. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, the bow of the device would not relax during cannulation and it did not relax once the device was removed from the scope. The scope was in a torturous position and the event was noticed during the procedure,. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.